Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Investigation: based on the information and log files provided, a probable cause of the issue was determined to be a software timing issue. (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that at the end of an (B)(6) study, the user left the room and when the user returned, there was an unspecified message on the screen. The user closed the message and it was later found that the images had disappeared. The study was repeated because the images were not recoverable. There was no patient or user injury reported. No additional information was provided.